Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the lead could not be fixed. The physician tried several times to fix the lead but was not successful. The physician elected to no longer use the lead and replace it. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.